Event description:
The patient reported that when the stimulation was on it ¿bothers them¿ and was an annoying sensation. They noted that the stimulation has a ¿mind of its own¿ and changes in strength whenever it wants. They stated it was completely random and has nothing to do with any position they are in. No interventions or outcome was provided however, additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer the stimulation sensation drove the patient crazy and she did not like it.

Event description:
Additional information received from the consumer reported that her system was too complex and annoying; the sensation was very annoying. The device had been off for quite some time, it had not been on for a year.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 3550-39, lot# n416933, implanted: 2014 (B)(6); product type accessory. (B)(4).